Event description:
Incident description according to the sales representative: two caregivers were transferring the resident from her bed to her chair and had hooked up the sling and had raised the resident off the bed when they heard a clucking sound and the resident and the hanger bar fell back onto the bed. The lifting mechanism detached and hit the resident in the left hand. The caregiver stated the machine would not retract back to the low position and suddenly it went down on it's own. Upon inspection, it was noticed that the bolt holding the hanger bar and scale broke off and completely came away from the lift arm.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc. On behalf of the MFR medical products (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the manufacturer's investigation.